Event description:
It was reported the patient was having ¿myoclonic-like¿ jerking in their legs over the past month. The patient was hospitalized on (B)(6) 2013 for the events. It was determined the patient was not having seizures or feeling shocking or jolting. Four days later, it was noted the hospitalization was due to a possible transient ischemic attack. The patient¿s symptoms included myoclonic leg jerks followed by slow speech. The myoclonic jerks had become more frequent since april. It was suspected that the ¿interstim may be playing a role¿ in the leg jerks. The implantable neurostimulator (ins) was turned off a week prior and the leg jerks were still present, but had decreased. At the same time the patient was put on klonopine and the jerking had improved since. Ativan was also given in the hospital when the jerks were really bad. The ins was confirmed to still be off. The patient¿s jerks were ¿completely symmetrical¿ with both legs jerking at the same time. It was indicated the patient¿s knees were ¿clapping together¿ and having flexion contracture. It was unclear why this was happening, but it was not a seizure. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# v432344, implanted: (B)(6) 2010, product type: lead. (B)(4).